Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v860460, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
Analysis of the implantable neurostimulator serial# (B)(4), found no anomaly. Analysis of the lead lot# v860460, found no significant anomaly, but it was noted the body was cut/segmented.

Event description:
It was reported that the patient¿s device ¿stopped working¿ after the patient was in a car accident 2 months ago. It was reported that there was a breakage on the lead. The device was explanted on (B)(6) 2013 and it was reported that the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.